Manufacturer narrative:
This event was initially reported on (B) (6), 2010, as a revision of a maestro wrist on medwatch report number 1825034-2010-00122. At the time, no product identification was available. Subsequently, product identification has been provided and additional information has been reported by the surgeon stating that the reason for revision was due to infection and not an implant issue.the user facility is outside of the united states. No medwatch report was received. The lot number information needed to review device history records was unavailable. Expiry date - unknown, as no lot identification was provided.date implanted - unknown.manufacture date - unknown, as no lot identification was provided.(B) (4).

Event description:
It was reported that patient underwent a wrist procedure and was subsequently revised for non-prosthetic related reasons on (B) (6), 2009. During the revision procedure, the surgeon found evidence of metallosis in the area where the titanium screw and the carpal plate interface. The surgeon reported the metallosis was due to the fretting of the screw and the carpal plate. It was further reported by the surgeon that the revision was due to infection and not due to implant issues.